Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ catheter blood control mechanism was defective, and leaked blood. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer stated that they pulled all the catheters with the lot number we had issues with. Verbatim: I think supply has pulled all the catheters with the lot number we had issues with. I have not heard of any issues the past 2 days. I have asked staff to let me know if they have further issues. I have also instructed them to save the package, catheter, and fill a report. Let me know if there is anything else I can do. Bd insyte autoguard bc 22ga x 1.00in IV catheters are letting blood through instead of the valve preventing blood from escaping out of catheter end. The blood control mechanisms is defective, and were used on 3 patients. All three patients had blood return out through the catheter rather than being blood controlled.